Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. Patient presented for percutaneous transhepatic cholangiogram and stenting of the biliary system to allow for benign stones to pass, however it emerged during the procedure the patient has a malignant mass at the pancreatic head and diverticulum. A 10mmx60mm wallflex biliary transhepatic stent was selected for use and advanced to treat the lesion. The stent was deployed in the distal stricture very close to the ampulla, the stent was placed with a lot of the stent in the duodenum. However, post stent deployment, the stent moved proximally up into the common bile duct and the distal end of the stent was not out of the ampulla. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.